Event description:
The pt was found to have in-stent restenosis (95% in segment 2-rca) in the routine coronary angiography one year post index procedure for staged re-pci, timi 3. He was treated re-pci at the same time. He was only treated with balloon without any stents. This male pt with previous history of myocardial infarction, previous pci, smoking was undergoing stent placement within the mid right coronary artery conduit, de novo, irregular, concentric, little or none calcification, 90% stenosis, and type c. The lesion was pre-dilated at 10 atm. A cypher select 33 x 25 at 12 atm was deployed. The stent was post dilated using a 8x3 balloon at 12 atmospheres. The result was satisfactory. The pt was discharged 4 days later.

Manufacturer narrative:
Additional info will be submitted within 30 days upon receipt.